Event description:
It was reported that balloon detach and unretrieved device fragment lead to additional surgery occurred. The 70% stenosed target lesion was located in the circumflex artery. A 2.50mm x 12mm apex balloon catheter was advanced for dilation. However, during third inflation at 14 atmospheres, the balloon ruptured. Physician again attempted to pull the balloon out. At that time the balloon portion detached from the shaft of the device. The shaft was successful removed but the actual balloon portion remained stuck in the coronary artery. Patient is scheduled to undergo bypass surgery.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an incomplete device return of an apex balloon catheter. The device was visually and microscopically examined. There was blood in the manifold of the device. There were numerous hypotube kinks. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. At 20cm from the rapid port exchange there was a separation of the guidewire lumen. At approximately 11mm distal from the proximal cone transition, there was circumferential tear in the balloon. There was an incomplete device return as a partial guidewire lumen, markerbands, tip, and the distal portion of the balloon failed to return. The device was visually and microscopically examined. There was blood in the manifold of the device. There were numerous hypotube kinks. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. At 20cm from the rapid port exchange there was a separation of the guidewire lumen. At approximately 11mm distal from the proximal cone transition, there was circumferential tear in the balloon. There was an incomplete device return as a partial guidewire lumen, markerbands, tip, and the distal portion of the balloon failed to return.

Event description:
It was reported that balloon detach and unretrieved device fragment lead to additional surgery occurred. The 70% stenosed target lesion was located in the circumflex artery. A 2.50mm x 12mm apex balloon catheter was advanced for dilation. However, during third inflation at 14 atmospheres, the balloon ruptured. Physician again attempted to pull the balloon out. At that time the balloon portion detached from the shaft of the device. The shaft was successfully removed but the actual balloon portion remained stuck in the coronary artery. Patient is scheduled to undergo bypass surgery.